Manufacturer narrative:
The device was returned and the evaluation found the reported foreign material in the device's jet tube. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During device evaluation, a white foreign material was found in the gastrointestinal videoscope's jet tube. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide a correction to e4, which was left blank in the initial medwatch.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.information added to the fields: h3, h6.a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured.based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined.the suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.olympus will continue to monitor field performance for this device.